Event description:
Contact in foreign country reports, that a screw was implanted at sacrum left in l5-s in 2006. Post-op follow up showed that it had broken. The expedium implants were explanted and new hardware placed. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
A review of records found no other complaints have been reported to date for production lot agccbr, lot qty. Was 118 screws manufactured with no discrepancies in march 2006. No conclusion can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.